Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a 2.0x20mm unspecified balloon dilatation catheter (bdc). The 3.5x28mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to the patient's anatomy. Additionally, resistance was met during withdrawal reportedly due to the patient's anatomy. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x28mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.